Event description:
Review of transmission revealed. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported, the device will continue to be monitored. The patient condition was stable.